Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported in patient use. During the evaluation of the device at the manufacturer's service center, damage of the device's lcd screen was observed. The device¿s lcd board needs to be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it will be scrapped.